Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer had been repeatedly failing. The customer had already rebooted the station and attempted to recover, but the issue was not resolved. The customer stated that this malfunction caused the user to dispense medication from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was not on the bus. A field service engineer (fse) powered down the station, removed the back panel to access all drawers, re-seated all cables, closed the back panel, powered on the station, and ran the final test in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.